Event description:
It was reported that upon starting the analyzer session, the programmer locked up with an error message. Rebooting cleared the error and other applications could be started, but when selecting the analyzer session, it would lock up again with the same error. Use of the service disk was unsuccessful. It was further reported that the programmer had a long boot up time. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer locked up with an error message upon starting the analyzer session, and several other errors were observed in the programmer log. Hard drive and software issues were found. The media bay door was also missing.